Event description:
Boston scientific received information that noise was present on this defibrillation lead which resulted in pacing inhibition. As a result, the lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.